Event description:
It was reported that the buttons were not responding on the customer's insulin pump, while he was trying to clear a battery out limit alarm. The customer did not recall any significant events leading up to the alarm. He was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 142 mg/dl. Nothing further was reported.

Manufacturer narrative:
All buttons function properly however, moisture damage was found on keypad traces. No flashing display anomaly noted. All operating currents are within the specification, no unexpected low battery, battery out of limit alarm or off no power alarm noted. Insulin pump received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).